Manufacturer narrative:
Pfizer (B)(6) investigational report results for lot m07245: "batch m07245 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on 21-sep-2017 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot received at the (B)(6) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following (B)(6) search was performed. Scope: date contacted: 10/06/2015 through 10/09/2017/manufacturing site: pfizer (B)(6) /complaint class: wrap/patch/pad/ complaint sub class: too hot. The (B)(6) search returned a total of five complaints for menstrual product during this time period for the class/subclass. The complaints were evaluated. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of too hot. Based on this (B)(6) search, there is not a trend identified for the subclass of too hot for menstrual products. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the two day run reports a total of 32 wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. Run day two had one wrap with an individual cell with a result of 4.

Event description:
Burn blisters [burns second degree], heatwrap became too hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare menstrual) (device lot number: m07245, expiration date: may2018) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported the heatwrap became too hot and the burn blisters arose due to it. The heatwrap was reportedly used during nighttime. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to the product quality complaint group: pfizer (B)(6) investigational report results for lot m07245: "batch m07245 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the three pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on 21-sep-2017 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot received at the (B)(6) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following (B)(6) search was performed. Scope: date contacted: 10/06/2015 through 10/09/2017/manufacturing site: pfizer (B)(6) /complaint class: wrap/patch/pad/ complaint sub class: too hot. The (B)(6) search returned a total of five complaints for menstrual product during this time period for the class/subclass. The complaints were evaluated. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of too hot. Based on this (B)(6) search, there is not a trend identified for the subclass of too hot for menstrual products. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the two day run reports a total of 32 wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. Run day two had one wrap with an individual cell with a result of 44.2°c, which is above the upper in process check limits of 44.0°c (per menstrual formula card (B)(4), effective date: 14-may-2015). As required by site sop-54615, effective date: 02-jan-2014, 10 additional wraps were tested and all the thermal results were within the individual cell limits. A laboratory investigation report pr-(B)(4) was generated for the individual cell result. The investigation did not identify a laboratory related issue to explain the out of in-process result. A manufacturing investigation pr-(B)(4) was generated to identify the root cause. As part of the investigation process, a corrective action procedure (cap) for an individual cell temperature was executed and documented in form 45377 thermacare corrective action procedure (cap) individual cell temperature high/low corrective action procedure (cap). Form-45377 provides instructions for the root cause analysis to be performed. If no root cause is identified, the cap requires that ten samples be randomly selected from the same hour of production as the wrap with the out of the in-process thermal result to confirm the results. The resample wrap thermal results met the in process thermal criteria. The 10 samples had an individual cell maximum result of 43.9°c which is within the upper in-process upper limit for an individual cell of 44.0°c. The 10 samples had an individual cell minimum of 38.2°c which is above the minimum for individual cell in process lower limit of 35.8°c. The batch wrap average temperature of the 10 samples of 40.3°c is within the upper in-process limits of 37.6°c - 41.6°c per (B)(4), effective date:14-may-2015. The resample did not confirm the out of in process check limit result. The manufacturing investigation determined that the root cause of the hot cell as manufacturing normal process variability. Production of thermacare wraps with hot cells can occasionally occur due to manufacturing process variability. The root cause of this hot cell is considered a common cause due to process variability. Investigations (B)(4) were appropriately closed and addressed prior to batch release. The root cause category is non assignable (complaint not confirmed). Corrective action procedures for individual cell temperature were completed for run day two for one wrap with an individual cell batch average thermal result over the upper in-process limit. 10 additional wrap samples were pulled from the same hour of production as the wrap with the out of in-process thermal result. The resample wraps met the required in-process limit for thermal temperature per (B)(4), effective date: 14-may-2015. Outside of the investigations discussed in this report, there was no other out of limit temperature events associated with this batch over the three day production run. Event report (B)(4) (manufacturing investigation) determined method/procedure as the root cause of the individual cell temperature being outside the thermal limit. Production of thermacare wraps with hot cells is a known, non conformance; as these defects can occasionally occur due to manufacturing process variability. The root cause is considered a common cause due to process variability. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (06oct2017): new information received from a contactable consumer includes: suspect product lot number and expiration date. Follow-up (10oct2017): new information received from product quality complaint group includes investigation results. In addition, removed event "heatwrap was reportedly used during nighttime". Company clinical evaluation comment: based on the information provided, the events of "the heatwrap became too hot and the burn blisters arose due to it" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "the heatwrap became too hot and the burn blisters arose due to it" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
5 burn blisters/when touching/ rubbing over the itchy skin the burn blisters opened [burns second degree], the wounds did not heal [impaired healing] , heatwrap became too hot [device issue] , did not check skin frequently during use, used wrap while sleeping, had read usage instructions prior to use [intentional device misuse] , heavy itching/skin was itching at the site of the thermacare heatwrap [application site pruritus]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual) (device lot number: m07245, expiration date: may2018) from (B)(6) 2017 at one heatwrap daily for 8 hours for pain. The patient's medical history was not reported. Concomitant medication was reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date in (B)(6) 2016 for an unspecified indication with no adverse effect. On (B)(6) 2017, the patient reported the heatwrap became too hot and 5 burn blisters arose due to it. She stated "when waking up my skin was itching (heavy itching around 6:00a.m. Duration for several minutes) at the site of the thermacare heatwrap, when touching/ rubbing over the itchy skin the burn blisters opened (around 6:10a.m.) And it started to burn and felt very painful." The 5 burn blisters lasted for several days. The wounds did not heal. A pharmacist was consulted as a result of the events. As treatment, brand-und wundgel, later healing ointment and pain relief tablets. The heatwrap was reportedly used directly against the skin during nighttime while the patient was sleeping. She stated she was wearing clothes over the product (slight pajama and blanket, without pressure). The patient had not checked the skin frequently during use and had read the usage instructions prior to using the heatwrap. The patient's skin tone was described as bright/very bright, with no sensitive skin and no skin disease. She stated she had used additional warmth spending products long before for several years also no events occurred. The patient did not engage in exercise or sports during product usage. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. Therapeutic measures taken included brand-und wundgel, later an unspecified burn ointment and unspecified pain relief tablets. No hospitalization was required as a result of the events. The outcome of the events was resolved on an unspecified date. Additional information received from product quality complaint (pqc) group included investigation results. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (06oct2017): new information received from a contactable consumer includes: suspect product lot number and expiration date. Follow-up (10oct2017): new information received from product quality complaint group includes investigation results. In addition, removed event "heatwrap was reportedly used during nighttime". Follow-up (26oct2017): new information received from a contactable consumer included: patient details, past product history, no concomitant medication, suspect product start/stop dates, suspect product indication, action taken with suspect product, event onset date, event outcome, reaction data (additional events of application site pruritus, impaired healing, and intentional device misuse), therapeutic measures taken and no hospitalization required. Company clinical evaluation comment: based on the information provided, the events of burn blisters reportedly "heatwrap became too hot," as well as the report of "wounds did not heal" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. It was reported that the patient read the instructions before use but used wrap while sleeping and did not check skin frequently during use, which most likely contributed to this incident. The event "heavy itching skin was itching at the site of the thermacare heatwrap" is considered non-serious. All events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified., comment: based on the information provided, the events of burn blisters reportedly "heatwrap became too hot," as well as the report of "wounds did not heal" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. It was reported that the patient read the instructions before use but used wrap while sleeping and did not check skin frequently during use, which most likely contributed to this incident. The event "heavy itching skin was itching at the site of the thermacare heatwrap" is considered non-serious. All events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified.

Event description:
Burn blisters [burns second degree], heatwrap was reportedly used during nighttime [device use error], heatwrap became too hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare menstrual) (device lot number: m07245, expiration date: may2018) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported the heatwrap became too hot and the burn blisters arose due to it. The heatwrap was reportedly used during nighttime. Action taken in response to the events for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (06oct2017): new information received from a contactable consumer includes: suspect product lot number and expiration date. Company clinical evaluation comment: based on the information provided, the events of "the heatwrap became too hot and the burn blisters arose due to it" and "the heatwrap was reportedly used during nighttime" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "the heatwrap became too hot and the burn blisters arose due to it" and "the heatwrap was reportedly used during nighttime" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blisters [burns second degree] , heatwrap was reportedly used during nighttime [device use error] , heatwrap became too hot [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported the heatwrap became too hot and the burn blisters arose due to it. The heatwrap was reportedly used during nighttime. Action taken in response to the events for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "the heatwrap became too hot and the burn blisters arose due to it" and "the heatwrap was reportedly used during nighttime" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "the heatwrap became too hot and the burn blisters arose due to it" and "the heatwrap was reportedly used during nighttime" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.